Manufacturer narrative:
The device was received with intermittent button response due to moisture damage at keypad traces. There was no button error alarm. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and with cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of button error on her son's insulin pump. The customer's blood glucose at the time was 200mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.